Event description:
The caller reported that he received info that a cuff would not deflate, and the reporting hospital did not retain the tube. No other info regarding any pt involvement or use requiring intervention was contained in the report.